Event description:
On 09-03-2024 ad-tech was made aware of an impedance test that was consistently too high while using spinal electrodes. The surgeon adjusted the position several times and the result was still the same. There was no patient harm or injury reported. However, it was reported that there was a significant delay during the procedure.

Manufacturer narrative:
Upon initial review of the complaint reportability that was completed on 9/23/2024, it was determined that this issue would not be reported. At this time, the complaints team had not received the communication checklist back from the customer yet. On 10/7/2024, the communication checklist was received and it was stated that there was a significant delay (1.5 hours) during the procedure. The customer stated that there was no patient impact, but as a conservative measure, a decision was made to report this issue.

Manufacturer narrative:
Upon initial review of the complaint reportability that was completed on 9/23/2024, it was determined that this issue would not be reported at this time. The complaints team had not received the communication checklist back from the customer yet. On 10/7/2024, the communication checklist was received and it was stated that there was a significant delay (1.5 hours) during the procedure. The customer stated that there was no patient impact, but as a conservative measure, a decision was made to report this issue. Updated 11-6-2024. The product was returned to ad-tech for evaluation. The electrode's three (3) contacts during electrical testing showed erratic readings, thus confirming the complaint. Therefore, the loss of signal is being evaluated against the process fmea since the deficiency is a result of the process and testing of the electrode and not a result of the use or design of the product. As the issue occurred in all three contacts, the most likely area of impact is the connection between the electrode body and the attached cable. While no definitive root cause could be determine, a small tug on this location would be enough to affect the signal in all contacts. There are no corrective actions.

Event description:
On 09-03-2024 ad-tech was made aware of an impedance test that was consistently too high while using spinal electrodes. The surgeon adjusted the position several times and the result was still the same. There was no patient harm or injury reported. However, it was reported that there was a significant delay during the procedure